Manufacturer narrative:
Date of event - 2006.the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause was unable to be determined.

Event description:
This is the same patient as 2134265-2009-03647. A report was received that patient presented in 2006 with two denovo 100% stenosed lesions in the superficial femoral arterty (sfa) and popliteal arteries. The target vessel was non-tortuous, concentric with moderate calcification target vessel with a reference diameter of 4.3 mm and 20 mm in length. Two patent run-off vessels were evident. A 5.0 mm/4.0 cm 80 cm length polarcath balloon, and a 3.0/4.0 120 cm length were inserted. A total of four (4) inflations were carried out with satisfactory immediate technical results. Following inflation a flow limiting dissection occurred. The subject perceived pain during the cryoplasty procedure. No post-dilation/stenting was performed. Cryoplasty total procedure time was 16 minutes.at the six month follow-up, the patient's vital status was "died of myocardial infarction in 2007; asymptomatic of leg". No further details were provided.